Manufacturer narrative:
A ge service rep performed an on site investigation. The kvp and ma were adjusted. The system was found to be working as intended, and put back into service.

Event description:
The customer reported the system was having kvp issues with the automatic exposure control. No reports of pt injury.